Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions taken were not performed due complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device gave a "no disposable attached" error message. As a result, the patient was without pain medication for several hours until a new cassette was compounded, delivered, connected and therapy resumed. There was no other patient, or clinician injury associated with these occurrences. No further details provided at this time.